Event description:
It was reported that electromagnetic interference (emi) noise was observed on both the right atrial (ra) lead and right ventricular (rv) lead channels. It was noted that the patient was using a work bench at the time of the episode, which clearly demonstrated inhibition of pacing. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 452353s lead implanted: 1997-(B)(6), 5866-38m adaptor, implanted: 2014-(B)(6), 402358 lead implanted: 1997-(B)(6), 1058t st. Jude lead, implanted: 2007-(B)(6). (B)(4).